Event description:
It was reported the pt developed withdrawal symptoms.; an indium study showed no drug into the catheter. The hcp suspected long term malfunction; they had inherited the pt from another practice. The pump and catheter were replaced. The pt developed a spinal headache from a csf leak post surgery which required a fibrin patch. The pt also had urinary retention post surgery which resolved. The lioresal dose in the pump was lowered to 500 mcg/day at explant to 280 mcg/day for two months to improve function.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The connector was broken around the suture ring.